Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had increasing svc (superior vena cava) and rv impedance and that it was a gradual steady climb of the past few days, and the impedance is now high. It was noted that this is not totally consistent with fracture and perhaps more related to lead-body interface. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.